Manufacturer narrative:
All the bipolar instruments involved in the procedure, were assembled and tested; no problem was found. For those items with insulation, a continuity test was conducted using a hipot tester; there was no current leakage found. The 2nd round of functional tests were done with the bipolar instruments fully assembled and activated; again there was no problem found with any of the instruments. Instruments were returned to the customer. We have no defect trend noted on subject instrument.